Manufacturer narrative:
The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Lawyer is asking to investigate on hip explant as there was a fracture of trochanter major left side. As per lawyer polyethylene wear is suspected to be a contributing factor.

Manufacturer narrative:
The lab report and products were reviewed by bioengineering in (B)(4) which states investigation into polyethylene wear. A lab investigation has been completed and found: "it is not possible to quantitatively answer the request" due to the presence of a discontinuity on the bearing surface. The x-rays were reviewed no implant fracture or disassociation was identified. The revision surgical report states: "decentering of the femur head in the inlay is confirmed macroscopically". This cannot be confirmed from the x-rays provided. Trochanter fracture is mentioned in the medical records but is difficult to confirm on the x-rays due to the quality of the images. Due to the images only being provided post possible fracture it is not possible to comment on the potential change in position of any components. A second cd of x-rays was unable to be opened. The returned wire cannot be identified. The medical records were reviewed; surgical reports from primary and revision surgery have been made available. The revision report states: "decentering of the femur head in the inlay is confirmed macroscopically". From the information provided this cannot be confirmed. The trochanter fracture is confirmed in the revision surgical report, which also noted extensive osteolysis in the area of the proximal of femur. Two discs have been provided, the first contained the x-rays reviewed above. The second disc has not been reviewed as it was not possible to access the files on the disc. The medical records do not contribute any further information as to the root cause of the complaint. The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables e.g. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the findings from a review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors from the information received and the investigation performed the root cause of the complaint could not be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419.

Manufacturer narrative:
Conclusion and justification status: the complaint states lawyer is asking to investigate on hip explant as there was a fracture of trochanter major left side. As per lawyer polyethylene wear is suspected to be a contributing factor. A complaint search and review of manufacturing records did not identify any anomalies. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. From the information received and the investigation performed the root cause of the complaint could not be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep(B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 08 september 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records upon revision osteolysis was encountered. At this time there is no new information that would change the existing MDR decision.

Manufacturer narrative:
Addendum added 07 jun 2017. The complaint was reopened as further x-rays were received. The x-rays were reviewed as per (B)(4). No implant fracture or disassociation was noted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.